Event description:
It was reported that chronically low p-waves and possible undersensing was noted on the right atrial (ra) lead.  It was also reported that the right ventricular (rv) lead exhibited rising thresholds. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.